Event description:
It was reported by the rep that the (1) tlc55 was used during an unknown procedure. It was reported that the surgeon placed the device on the bowel to divide it. The surgeon closed the device with difficulty and attempted to fire the stapler. The stapler fired approx 1 cm and stopped, it would not fire. The case was completed with another device and with no pt consequence. 07/05/2000 add'l info: received phone call from surgeon in response to acknowledgement letter. Surgeon stated that this event was of no great concern to the surgeon, as the surgeon normally has terrific results with this stapler. The surgeon stated that this was an unusual event, as it was not like the premature lockout, which the surgeon has occasionally experienced and reported in the past. In this case, the device began to activate but then stopped and would not go any further. When the device was removed, the surgeon saw that about 5mm of tissue had been cut and 1 cm was stapled. The surgeon finished the case with another tlc55 and there was no consequence to the pt. The device is being returned for analysis and the surgeon would like a copy of the analysis report.